Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not receive an audible high blood glucose (bg) alert as expected. Additionally, basal software was suspending insulin delivery inappropriately. There was no reported adverse impact to the customer's bg level. Multiple attempts were made by tandem technical support to obtain a pump upload so a log review could be performed; however, no response from the customer was received.